Event description:
The customer reported being hospitalized due to an infection and high blood glucose of 234 mg/dl. The customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Reviewed the programming, and the daily totals were not recorded accurately. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.